Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. Based on the damage symptoms, it is reasonable to assume that the bending was due to forces applied during the surgery. Further inspection revealed ligature marks approx. 22 cm and 26 cm distal to the is-1 connector pin. At these positions deformations of the outer conductor coil were found. Based on the symptoms, it is reasonable to assume that these deformations resulted from a tight suture. In this region cuts in the insulation were detected which occurred most likely during the explanation procedure. Blood penetrated the lead. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
This lead was explanted due to twiddler's syndrome and replaced with an OEM lead. Should additional information become available, this event will be updated.